Event description:
Customer's wife reported hospitalization due to abdominal pain. Customer experiencing abdominal pain at infusion site. Caller stated that customer has lots of knots underneath the site and irritation. Caller was unable to confirm the blood glucose level. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.